Event description:
Additional information was received from the customer: the event occurred prior to a gastric bypass, which was completed with no delay using a different scope.

Manufacturer narrative:
See b5.

Manufacturer narrative:
Correction to h10: deterioration (dirty) of the adhesive mentioned in h10 was reportable. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the root cause could not be determined. Event 1: the chipped part of the bending section cover glue was dirty. It is likely dirt remained and could not be cleared due to the damage to the affected area. Event 2: the image had green and purple vertical stripes. Although the reported issue was not reproduced, it is likely the internal circuit board of the charge-coupled device (ccd) unit and/or the video connector temporarily malfunctioned due to electrical stress from device handling. The circuit board and video connecter could have failed due to one of the following; the system¿s earth wire was not connected applying static electricity, the scope connector was inserted or pulled with the system turned on causing an overcurrent, or the device was connected to the system with matter (dirt, dust, moisture, ect.) On the contacts of the video connector causing a short circuit. The following information from the instructions for use pertains to this event: ¿important information ¿ please read before use: contraindications, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: - before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction. - turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the device was displaying green and purple stripes. The reported problem was found during an unspecified diagnostic procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to service where the issue was not reproduced. Deterioration or breakage of the adhesive was found, though this issue is not reportable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.